Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon implanted an implantable collamer lens into the patient's right eye (od). The patient experienced excessive vault. Reportedly " exchanging lens because of overvaulting". On (B)(6) 2023 the lens was explanted and replaced. H6-health effect- impact code: "4629" should be removed and code "4627" should be added. H6- medical device code: "3189" should be removed and "2993" should be added. Claim# (B)(4).

Manufacturer narrative:
Additonal data: b5- the reporter indicated that the surgeon implanted a 13.2mm vticm513.2 implantable collamer lens of diopter -9.50/2.0/089 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2022. The patient experienced excessive vault. On (B)(6) 2023 the lens was explanted. On the same day separate surgery the lens was replaced with the same model, shorter length lens and the problem was resolved. The cause of the event is unknown. H6- type of investigation code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
Lens was exchanged. Claim# (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's right eye (od). Excessive vault was observed.

Manufacturer narrative:
H4 (device manufacturing date): no serial number reported. Claim# (B)(4).